Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse did not find an instrument malfunction. The fse proactively replaced the aliquot probe, the integrated multisensor technology (imt) probe, the imt mixer, and the v-lyte sensor. A diagnostic check was performed on the system and there were no errors. Quality controls were run, all of which were within range. A precision study was performed on a patient sample and results were within specifications. The cause of the discordant, falsely elevated potassium and discrepant calcium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated potassium results were obtained on one patient sample on a dimension vista 500 instrument. The second discordant result was reported to the physician(s), who questioned it. The patient was redrawn and the new sample was tested on the same instrument and resulted lower. The initial sample was recentrifuged and rerun on the same instrument and the potassium result was lower than the initial results. It is unknown which result was reported to the physician(s). During the process of testing the redraw sample and repeating the initial sample, a discrepant calcium result was also discovered. The patient's calcium resulted higher than the initial and redraw calcium results after the sample was recentrifuged. It is unknown if the calcium results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated potassium result or the discrepant calcium result.